Manufacturer narrative:
Internal report reference number: 149132-1. Additional report reference number: 149132-2. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 05-jan-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 62, 60 and 68 mg/dl (unknown if fasting am or pm). Customer stated that he expects to get 150 mg/dl regardless of if fasting or non-fasting am or pm, and he stated that he has been doing that since he was diagnosed with diabetes a couple of years ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date is 12/20/2023. The meter memory was not reviewed for previous test result history.